Manufacturer narrative:
Additional information was received that the leads had some migration that lead to inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain. It was also noted that the leads and ipg was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the leads had some migration that lead to inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference for MRI ability. No ipg malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's leads and ipg was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain. It was also noted that the leads and ipg was no longer working. The patient will undergo a revision procedure.